Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial markers were placed in the prostate and the procedure was done under local anesthesia. On (B)(6) 2022, the patient contacted the placing office and report a concern regarding a bump on the perineum and was counseled over the phone. On (B)(6) 2022, the patient called the placing office and reported a discharge "again". The patient squeezed the area and discharge came out. Neosporin was applied on the area. The physician examined the patient on (B)(6) 2022. There was no fever, chills, and no tenderness of the prostate. There were no problems regarding urination. The physician suspects a superficial abscess as there is a pin point opening off midline on the perineum that had discharge and some hardness. The patient prescribed antibiotics and soaks. The discharge has been resolved, however slight hardness remains. The patient will receive external beam radiation therapy (ebrt).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.